Event description:
A pt reported blood glucose results of "128 mg/dl" with a lifescan meter and "92 mg/dl" on a laboratory device, performed within 10 mins of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. On the second attempt, pt reported blood glucose results of "98 mg/dl" with a lifescan meter and "78 mg/dl" on a laboratory device, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed lifescan's criteria for accuracy. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.